Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿poor angle adjustment¿ was confirmed. The device evaluation found the angle of curvature in the up direction did not meet the specification due to wear of the angle wire. Additionally, waterproofing was not possible due to the breakage of the channel tube, all the switches were not functioning due to damage to the switch box. The control body, the grip buoy, and the universal cord were contaminated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus field service engineer reported on behalf of the customer that the uretero-reno videoscope had poor angle adjustment. The issue was found during preparation for use inspection for an unknown diagnostic procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that water entered the inside of the forceps channel from a leak point and corroded the bending mechanism, making it impossible for the angle wire to slide. Regarding the cause of water leakage from the forceps channel, it is likely that it occurred due to irregular loads being applied to the forceps channel during handling by the user, but the cause has not been determined. If handled according to the instructions for use (IFU) below, the user may be able to detect the event. Instruction manual urf-v3/v3r operation manual chapter 3 preparation and inspection 3.3 inspection of the endoscope_ inspection of the bending mechanisms users may be able to reduce/prevent the occurrence of this event by handling it in accordance with the IFU below. Instruction manual urf-v3/v3r reprocessing manual chapter 5 reprocessing the endoscope 5.4 leakage testing of the endoscope urf-v3/v3r reprocessing manual chapter 1 general policy 1.4 precautions :perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Urf-v3/v3r operation manual chapter 4 operation 4.3 using endotherapy accessorieswhen inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Insert or withdraw the endotherapy accessory slowly and straight into or from the forceps port of the forceps/ irrigation plug. Otherwise, the biopsy valve may be damaged and pieces of it could fall off. This may cause patient injury. Olympus will continue to monitor field performance for this device.